Event description:
It was reported that the patient presented to the emergency room after experiencing several asystole spells. The patient had fallen and bruised his left side. The pulse generator exhibited loss of capture and output. An excessive battery discharge was also noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.